Event description:
It was reported that the target lesion was located in the mid right coronary artery (rca) with heavy calcification and heavy tortuosity. The lesion was pre-dilated. Then a xience prime 2.75 x 33 mm stent could not cross the lesion due to resistance with the anatomy and the shaft separated at the proximal end during the attempt to cross. A non-abbott stent was deployed at the lesion. There was no adverse patient effect. There was no reported clinically significant delay of procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The shaft separation was able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.